Manufacturer narrative:
The investigation of hemolysis has been completed. The returned product was inspected and there were no physical abnormalities. There was no biomaterial observed around the impeller. The pump was tested in the lab for hemolysis and it passed with an mih of 7.32. The data logs show no motor current spikes and there were no positioning related alarms or continuous suction alarms. The root cause of the hemolysis issue was not determined as there were no abnormalities on the returned product, or in the data logs, and limited clinical information was provided g1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26895.

Manufacturer narrative:
The impella was received for evaluation, upon completion of the investigation, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The user facility reported a 66 year old female on cp support ongoing for an acute myocardial infarction. The patient was being considered for coronary artery bypass graft (CABG) and valve disease versus percutaneous cardiac intervention. After 18 hours, the pump was explanted due to hemolysis concerns and escalation to the 5.5 pump. The patient survived the procedure.